Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform functional test including displacement test and p-cap or reservoir will not lock properly due to damage to reservoir tube lip. Device received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Device received with minor scratched lcd window and case. Device received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir compartment was cracked and reservoir was not able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.